Manufacturer narrative:
The complaint investigation of lot 79122ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 79122ud00 is within established limits and comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 79122ud00 was identified.

Event description:
The customer observed an elevated architect stat high sensitive troponin-I result. On (B)(6) 2025, sid (B)(6) (female) was high result of 46.1 ng/l, centrifuged and repeated <1.9 ng/l. Another sample from the patient sid (B)(6) tested < 1.9 ng/l. The patient previously tested <1.9 ng/l using sid (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information is available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed an elevated architect stat high sensitive troponin-I result. On (B)(6) 2025, sid (B)(6) (female) was high result of 46.1 ng/l, centrifuged and repeated <1.9 ng/l. Another sample from the patient sid (B)(6)tested < 1.9 ng/l. The patient previously tested <1.9 ng/l using sid (B)(6). No impact to patient management was reported.